Event description:
This complaint is now reportable based on the analysis completed on 08 august 2006. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft facture occurred. However, the returned product confirmed that there was stent damage. The lesion was located in an unspecified vessel. The physician attempted to position a taxus liberte 3.00x24.0mm drug eluting stent but experienced resistance. The shaft of the delivery system broke at the proximal end, approximately 15.0cm from the hub. The entire stent delivery system was removed and another of the same device was successfully implanted. There were no patient complications. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. Product analysis also revealed stent damage and movement. The delivery device with the stent on the balloon was received and a hypotube fracture and stent damage was observed. The stent also had moved distally. The returned catheter exhibited a fracture of the hypotube located 16.9 centimeters distally from the edge of the strain relief. The stent had also moved distally approximately 1 millimeter. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking compromised the strength of the hypotube and contributed to its fracture. Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The crimper ensures correct stent profile during the crimping process (9-35469-01). Final sds inspection includes a visual inspection of the balloon, and stent location and appearance (9-35470-01). Damage of this nature is usually the result of pulling an unexpanded stent back into the guide catheter. The cause of the original kink or the subsequent fracture, stent damage and movement could not be determined. The manufacturing records for top assembly batch 8485797 and the delivery device batch number 8475376 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.